Manufacturer narrative:
Complaint statement (B)(4): received 47pcs 454322/a22044d9 for evaluation. No customer pictures were provided. We forwarded the complaint and customer samples to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of production documentation revealed no deviations in relation to the reported event. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and (B)(4) regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations noted. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. Therefore, the alleged malfunction cannot be confirmed.

Manufacturer narrative:
(B)(4). A date of the event could not be obtained from the customer. Samples were only recently received and forwarded to the supplier, where we purchase the product from. As soon as we receive the supplier's report on their investigation, a supplemental report will be filed.

Event description:
Customer states erroneous inr results. An initial inr performed on a patient using 454322, lot a22044d9 resulted 5.15. The result on repeat 5.11. A re-draw of this patient using 454334, lot a211139l resulted in inr of 2.27. Qc was performed and deemed acceptable. Then both tubes were rerun: a22044d9 resulted 4.93 (with auto repeat result similarly high)and a211139l resulted 2.21. Neither tube was hemolyzed, clotted, or underfilled. A result in the 2.xx range was expected.